Event description:
Plaintiff alleges severe and serious injury to her person including pleural effusion and the failure of the defendant to remove the thoracentesis catheter from plaintiff's left lung.